Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity outside normal use observed in the pump history. A review of the bolus history confirmed a 4.0 unit bolus was delivered on (B)(6) 2011 at 8:10 am. During testing, the pump did not recognize the cartridge at the load step. The force sensor was found to be out of calibration and the force sensor measurement was out of specification. There was evidence of contamination found on the force sensor assembly. The complaint regarding the unprogrammed bolus could not be adequately investigation due to the force sensor failure.

Event description:
It was reported the pump delivered an unintended bolus of four units insulin. The patient had not touched the pump at the time, there was no damage to the keypad, and the issue was not resolved. The patient reported no symptoms of high or low blood glucose levels, and did not seek medical attention.